Event description:
It was reported that on (B)(6) 2013 the patient fainted. A fluoroscopy confirmed that the atrial lead had dislodged which resulted in oversensing. On (B)(6) 2013 the lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.